Event description:
Dr performed laser disc decompression using a nd: yag laser on l1-l2, l2-l3, & l5-s1 levels of several discs. The procedure was a disaster. The device created too much, excessive heat. Leaving pt disabled, requiring further intervention.